Event description:
This pt experienced an instent restenosis approximately 9 months post implantation of 2 overlapping cypher stents. This pt was admitted for elective angiography, which revealed a 73%, de novo, eccentric, diffuse, bifurcated, c-type lesion in the proximal through mid-lad. The diameter of the vessel was 2.21mm and the lesion length was 27.94mm. 7,000 units of heparin were administered via IV. The lesion was pre-dilated with a 2.0 x 15mm balloon inflated to 12 atms. A 3.0 x 28mm cypher stent was deployed within the mid-lad to 16 atms. An additional 3.0 x 33mm cypher stent was deployed to 18 atms at the proxiaml end of the initially implanted cypher, overlapping it. The stented segment was post dilated with a 3.0 x 33mm balloon inflated to 18 atms. Timi flow before and after the procedure was 3. The residual % of stenosis was 0% per ivus. Approximately 9 months later, the pt returned for a follow-up exam. The pt was asymptomatic. Angiography revealed a 62% focal restenosis was observed at the overlapping area of the implanted cypher stents. To treat the restenosis, another 3.0 x 23m mcypher stent was deployed to 22atm within the previously paced cypher stents. The residual % of stenosis was 0%. The probable cause of this event might be the fact that the overlapping area was under-dilated. There is no relation with cypher. Note: is not distributed in the us; however, it is similar to us product. This is 1 of 2 reports submitted for the same event. Please reference MFR report #'s: 9616099-2006-00672.